Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link device ¿came off¿ when the nurse was out of the room. Upon the nurse¿s return, they noted blood on the floor next to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.